Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
The customer reports pneumothorax with nasogastric tube misplacement into the patients lung. After 12 attempts the nasogastric tube was placed by the health care professional. The patient became hypoxic which is when they suspected misplacement of the tube. An x-ray confirmed misplacement. A chest drain was inserted to re-inflate the patient's lungs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.